Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The patient alleged the infusion device was restarting without displaying an alert or error message which caused the elevated blood glucose levels. On (B)(6) 2017, the patient's blood glucose result was 528 mg/dl. The patient's wife drove him to the hospital. The patient's blood glucose result was "over 800 mg/dl" at the hospital. The patient was treated with an IV drip of insulin and an IV drip of glucose. The patient was hospitalized for 1 day. The patient had 2 other events with diabetic ketoacidosis since 2013, but the patient could not provide details regarding these events. The infusion device was requested to be returned for product evaluation.